Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at midline incision site and was given an antibiotics.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block d6b.

Event description:
It was reported that the patient had infection at midline incision site. The patient was given an antibiotics. The patient is diabetic and has delayed wound healing. Additional information was received that the patient underwent a system explant procedure. No device malfunction was suspected. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2138-50. Serial: (B)(6). Batch: 7100311.

Event description:
It was reported that the patient had infection at midline incision site. The patient was given an antibiotics. Additional information was received that the patient underwent a system explant procedure. No device malfunction was suspected. The explanted devices will not be returned as they were kept by the medical facility.

Event description:
It was reported that the patient had infection at midline incision site. The patient was given an antibiotics. Additional information was received that the patients incision was looking better and the physician advised that the patient might not be explanted.